Event description:
Manufacture was informed of the event through device tracking department. Based on the information received from patient implant form, a dla23 valve was implanted in the patient on (B)(6) 2016. Reportedly, patient deceased on (B)(6) 2016. There is no further information available at this time.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6. The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Manufacturer attempted to follow up with the site, but no further information has yet been revived despite multiple attempts of follow up. Since limited information is available, definitive root cause of the event cannot be established at this time. However, from the document review performed, no manufacturing deficiencies were noted. Should further information be received in the future, a follow up report will be provided.